Event description:
It was reported the tubing of a solution administration set separated and subsequently leaked. Prior to patient use the tubing was observed separated from the y-site joint. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured on an unspecified date of december 2023. H11: the actual device was not available; however, a photograph of the sample and retained samples were evaluated. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. Gravity and leak underwater tests were performed on the retained samples, and no leaks were observed. The reported condition was not verified on the retained samples. A visual inspection of the photo sample was performed, and a separation at the junction of the y-connector and tube was observed. The reported condition was verified on the actual sample. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.